Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the sticky connector and corrosion occurred due to degradation of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysterofiberscope exhibited sticky light guide connector, and corrosion on the light guide cover glass. There was no patient involvement.